Manufacturer narrative:
Date of birth: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "pain, breast hardening, rupture, intracapsular silicone leakage, ¿masses of foreign material in the breast on both sides,¿ and ¿disturbed self-image... And self-esteem due to the ¿empty¿ breast cavity".

Event description:
Patient representative reported right side capsular contracture baker grade IV, "pain, breast hardening, rupture, intracapsular silicone leakage, ¿masses of foreign material in the breast on both sides,¿ and ¿disturbed self-image... And self-esteem due to the ¿empty¿ breast cavity." Patient representative additionally reported "sleeping problems, insomnia, two fibroadenomas and a small cyst, 6mm and 8 mm large benign tumor (fibroadenoma);" these events are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient representative reported right side capsular contracture baker grade IV, "pain, breast hardening, rupture, intracapsular silicone leakage, ¿masses of foreign material in the breast on both sides,¿ and ¿disturbed self-image... And self-esteem due to the ¿empty¿ breast cavity." Patient representative additionally reported "sleeping problems, insomnia, two fibroadenomas and a small cyst, 6mm and 8 mm large benign tumor (fibroadenoma);" these events are not device related. Device has been explanted.